Manufacturer narrative:
(B)(4). The reported complaint of sheath leaked is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported via medwatch "post lhc and iabp placement patient developed right femoral access site bleeding. Identified cracked cath guard shield on the balloon pump catheter sheath. Patient was taken back to the cath lab for iabp removal. Left femoral arterial access was obtained and an iabp was inserted."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported via medwatch "post lhc and iabp placement patient developed right femoral access site bleeding. Identified cracked cath guard shield on the balloon pump catheter sheath. Patient was taken back to the cath lab for iabp removal. Left femoral arterial access was obtained and an iabp was inserted."